Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2017. The cause of expiration was reported as suspected device thrombosis. Additional information was requested, but was not provided.

Manufacturer narrative:
The report of suspected pump thrombosis and a specific cause for the patient¿s elevated lactate dehydrogenase level could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient¿s lactate dehydrogenase level had been elevated for more than a month prior to the event despite treatment with heparin infusions and integrilin. Although the patient¿s inr had been therapeutic, the patient experienced abdominal pain and had cola colored urine. It was reported that the patient was not a candidate for a pump exchange or heart transplant due to non-compliance and morbid obesity. It was reported that the patient had been taking aspirin and clopidogrel. The patient had no history coagulopathy.